Event description:
The caller reported that their t:slim x2 pump was not charging. There was no adverse impact to the customer's blood glucose level. The caller, initially not using the original tandem charging supplies, was instructed to plug the wall adapter into a known working outlet for at least 30 minutes, after which the pump began charging. Technical support followed up and confirmed the issue was resolved, advising against the use of non-tandem charging supplies for regular use. A replacement tandem wall adapter and charging cable were sent to the caller via two-day shipping.